Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2009 and mesh, avaulta and monarc were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency and urgency. It was reported that patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent a division of suspension mesh on (B)(6) 2005. It was reported that patient underwent revision of pubovaginal sling on (B)(6) 2009. No additional information was provided.